Event description:
It was reported that implantable cardiac monitor displayed an error message upon interrogation. A firmware download to the device was performed. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.